Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl, which she treated with a pump bolus and water. The patient's current blood glucose was 117 mg/dl. During troubleshooting there were no apparent anomalies with the pump or its treatment components. However, troubleshooting was incomplete since the customer did not have a tubing clamp for the high pressure test. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.